Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign material was removed') and hyperthyroidism ('thyroid/ hyperactive thyroid') in a female patient who had essure (batch no. A04631-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hay fever, grass allergy and allergy to animals (to pets (cats/dogs)). No medication/product used before essure. Concomitant products included levothyroxine since (B)(6) 2018 for hyperthyroidism. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pruritus ("itchy skin"), fatigue ("fatigue"), disturbance in attention ("concentration problems"), mood swings ("mood swings"), night sweats ("night sweats") and hyperthyroidism (seriousness criterion medically significant). The patient was treated with surgery (removal of essure) and radioiodine therapy in 2017. Essure was removed on (B)(6) 2018. In 2019, the pruritus, fatigue, disturbance in attention, mood swings, night sweats and hyperthyroidism had resolved. At the time of the report, the medical device removal had resolved. The reporter considered disturbance in attention, fatigue, hyperthyroidism, medical device removal, mood swings, night sweats and pruritus to be related to essure. The reporter commented: after the treatment, she developed various physical symptoms. As a result of the symptoms, she was hindered in her normal daily functioning and she suffer damage. She informed that the events disappeared about 6 months to 1 year after (B)(6) 2018. None of the given symptoms recurred, and she also has no other possible explanations for the occurrence of the symptoms/adverse events. Lot number a04631 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign material was removed') in a female patient who had essure (batch no. A04631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hay fever, grass allergy and allergy to animals. No medication/product used before essure. Concomitant products included levothyroxine since (B)(6) 2018 and sodium iodide (131 I) (radioactive iodine solution) since 2017 for hyperthyroidism. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), disturbance in attention ("concentration problems"), mood swings ("mood swings"), night sweats ("night sweats"), thyroid disorder ("thyroid") and pruritus ("itchy skin"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. In 2019, the fatigue, disturbance in attention, mood swings, night sweats, thyroid disorder and pruritus had resolved. At the time of the report, the medical device removal outcome was unknown. The reporter considered disturbance in attention, fatigue, medical device removal, mood swings, night sweats, pruritus and thyroid disorder to be related to essure. The reporter commented: after the treatment, she developed various physical symptoms. As a result of the symptoms, she was hindered in her normal daily functioning and she suffer damage. She informed that the events disappeared about 6 months to 1 year after (B)(6) 2018. None of the given symptoms recurred, and she also has no other possible explanations for the occurrence of the symptoms/adverse events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-aug-2020: lot number added, insertion date updated, reporter added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign material was removed') in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, she developed various physical symptoms. As a result of the symptoms, she was hindered in her normal daily functioning and she suffer damage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign material was removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hay fever, grass allergy and allergy to animal. No medication/product used before essure. Concomitant products included levothyroxine since (B)(6) 2018 and sodium iodide (131 I) (radioactive iodine solution) since 2017 for hyperthyroidism. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fatigue ("fatigue"), disturbance in attention ("concentration problems"), mood swings ("mood swings"), night sweats ("night sweats"), thyroid disorder ("thyroid") and pruritus ("itchy skin"). The patient was treated with surgery (removal of essure). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2019, the fatigue, disturbance in attention, mood swings, night sweats, thyroid disorder and pruritus had resolved. At the time of the report, the medical device removal outcome was unknown. The reporter considered disturbance in attention, fatigue, medical device removal, mood swings, night sweats, pruritus and thyroid disorder to be related to essure. The reporter commented: essure start date was reported as (B)(4). After the treatment, she developed various physical symptoms. As a result of the symptoms, she was hindered in her normal daily functioning and she suffer damage. She informed that the events disappeared about 6 months to 1 year after (B)(6) 2018. None of the given symptoms recurred, and she also has no other possible explanations for the occurrence of the symptoms/adverse events. Most recent follow-up information incorporated above includes: on (B)(6) 2020: notification of adverse event received. Reporter and patient¿s information were updated. Essure removal date and indication were provided, and levothyroxine and radioactive iodine were added as concomitant medication. Furthermore, the events fatigue, concentration problems, mood swings, night sweats, thyroid and itchy skin were added. The patient informed that the events disappeared about 6 months to 1 year after (B)(6) 2018. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign material was removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hay fever, grass allergy and allergy to animals. No medication/product used before essure. Concomitant products included levothyroxine since february 2018 and sodium iodide (131 I) (radioactive iodine solution) since 2017 for hyperthyroidism. In 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), disturbance in attention ("concentration problems"), mood swings ("mood swings"), night sweats ("night sweats"), thyroid disorder ("thyroid") and pruritus ("itchy skin"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. In 2019, the fatigue, disturbance in attention, mood swings, night sweats, thyroid disorder and pruritus had resolved. At the time of the report, the medical device removal outcome was unknown. The reporter considered disturbance in attention, fatigue, medical device removal, mood swings, night sweats, pruritus and thyroid disorder to be related to essure. The reporter commented: essure start date was reported as 2011-2012. After the treatment, she developed various physical symptoms. As a result of the symptoms, she was hindered in her normal daily functioning and she suffer damage. She informed that the events disappeared about 6 months to 1 year after (B)(6) 2018. None of the given symptoms recurred, and she also has no other possible explanations for the occurrence of the symptoms/adverse events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.